Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. No unexpected insulin flow blocked alarm/no (under)(over) delivery anomaly noted during testing. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose level and she was alleging that the insulin pump was under delivering.. The customer's blood glucose level was 300-400 mg/dl at the time of the incident. The customer was assisted in troubleshooting. The customer was treated with insulin injections for high blood glucose. Her other blood glucose values were 100 mg/dl and 150 mg/dl. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.